Event description:
A caller reported damage to tandem charging cable, indicating that the charging supplies were no longer functional. There was no reported impact to the customer's blood glucose level. Technical support arranged to replace the damaged charging supplies using two-day shipping.